Event description:
It was reported that cartridge alarm occurred during load process, and alarm recurred even after caller followed instructions and waited to remove used cartridge. There was no reported adverse impact to the customer's blood glucose level. Caller worked with technical support to load new cartridge using proper technique, but was unable to resume insulin therapy, so pump replacement was arranged under warranty, caller planned to use multiple daily injections as backup.